Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an air in line sensor error, tried cleaning and power cycle but the pump continually says 'air in line'. This occurred during service call at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing an air in line alarm was not reproduced. A review of the event history log revealed air in line messages. The reported condition was verified. The cause of the condition was not determined. No correction is required. A service history review identified that the device has been service for the same issue within the last twelve (12) months. No correction was required during prior service and all service actions were completed during the last service return. Should additional relevant information become available, a supplemental report will be submitted.